Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported sensor scan result of 50 mg/dl in comparison to unspecified readings on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "fluttery, restless" and was unable to self-treat. The customer was seen in a hospital, where a healthcare professional (hcp) meter reading of 300 mg/dl was obtained, compared to a sensor scan of 50 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer was administered with insulin (type/dose unspecified) by hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.the device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(4)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). Log file showed that the user had attempted to activate the sensor but was not able to get to an active paired state. As a result, sensor returned to storage state (sensor state 1). Also, clinical and historical data were not present indicating that no readings were logged since sensor was not activated. Therefore, issue is not confirmed due to sensor not being activated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported sensor scan result of 50 mg/dl in comparison to unspecified readings on a competitor meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "fluttery, restless" and was unable to self-treat. The customer was seen in a hospital, where a healthcare professional (hcp) meter reading of 300 mg/dl was obtained, compared to a sensor scan of 50 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. The customer was administered with insulin (type/dose unspecified) by hcp as treatment for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.